Manufacturer narrative:
The pump alarmed motor error during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to motor error alarm. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump started to act up and alarmed motor error. The customer stated that she put new insulin in the pump and it would never let her out of the loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.